Event description:
It was reported that the fiber was found broken. It was noted that the break of the laser fiber was noticed while screwing the fiber to the laser and was unscrewed immediately. The procedure was completed with another fiber and no patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the fiber was found broken. It was noted that the break of the laser fiber was noticed while screwing the fiber to the laser and was unscrewed immediately. The procedure was completed with another fiber and no patient complications were reported.